Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2008. The following month, it was found that the pt had developed necrotic tissue at the very edge of the vaginal incision edge. The size was minimal. As a result, the pt was treated with flagyl five hundred milligrams two times per day for five days. Currently, the pt is doring well.

Manufacturer narrative:
Date sent to the FDA: 12/11/2008. Tissue necrosis occurred - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.